Event description:
The report received from the (B)(6) for the (B)(4) study indicated that the patient had a peri-procedural pci event, classified as an mi. Pci was performed on a 99% de novo lesion in the proximal circumflex of 18mm in length in a 3.7mm vessel diameter. The lesion was classified as b1. The lesion was pre-dilated 2.5x15mm balloon catheter at 12 atm before a 3.5x23mm cypher rx stent was deployed at 20 atm. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. There were no procedural complications and the patient was discharged on the following day.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the clinical events committee (cec) for the (B)(4) study indicated that the patient had a peri-procedural pci event, classified as an mi. This is a (B)(6) male patient with medical history including hyperlipidemia, hypertension, history of copd and smoker. The index pci was performed on a 99% de novo lesion in the proximal circumflex of 18 mm in length in a 3.7 mm vessel diameter. The lesion was classified as b1. The lesion was pre-dilated 2.5x15 mm balloon catheter at 12 atm before a 3.5x23 mm cypher rx stent was deployed at 20 atm. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. Pre-procedure on (B)(6) 2010 at 02:25, the ck was not performed. The ckmb was 1.7 (nl 5.0,ratio <1) and the troponin t was 0.01 (nl 0.01, ratio 1). Post-procedure on (B)(6) 2010 at 12:43, the ck was not performed. The ckmb was 2.4 (ratio <1) and the troponin t was 0.02 (ratio 2.0). On (B)(6) 2010 at 12:48, the ck was not performed. The ckmb was 3.8 (ratio <1) and the troponin I was 0.04 (ratio 4.0). This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. There were no procedural complications and the patient was discharged on the following day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079894 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics, and procedural factors may have contributed to the event.